Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, the physician noticed a cut in the insulation on the right atrial lead. The lead was explanted and replaced with another one. The patient is stable.